Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenting procedure for the treatment of carotid artery stenosis, stent dislodgement occurred with the protege rx stent in the common carotid artery. The target lesion was described as moderately calcified. Another stent was immediately used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the problem was discovered before the stent was implanted in the body, the stent was not implanted and no vascular damage occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information 2026-jan-23: the problem was discovered before the stent was implanted in the body, the stent was not implanted and no vascular damage occurred.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the touhy-borst tightened and the stent partially exposed. The device was confirmed as 40mm from the strain relief and the enclosed stent. The device was returned with approx. 4mm of the stent exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.